Event description:
Zimmer low profile cortical screw 28mm was being used during an orif to reduce a left open humerus fracture. As surgeon was doing final tightening on one screw, the head of the screw broke off. Entire head of screw was removed from patient, while the remaining shaft of the screw remained under the plate in the patient.